Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was on impella cp support and while on support, the team was concerned that the patient was septic. It was also reported that the patient had poor distal perfusion on the impella side. A decision was made that the patient does not hemodynamically need impella. The impella was removed to restore distal flow. Additionally, the vascular surgery team did a cut-down for impella removal and patched the vessel. The team also proactively attempted to de-clot, but no clot was observed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia/ sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.